Event description:
During service at baxter, a technician reported failure code 810:11. The ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. The event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The pump was categorized as remediated with software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4).